Manufacturer narrative:
(B)(4). A review of the device history records has been performed. This review confirmed that this lot of products was reviewed and released according to qa specifications. A review of historical complaint data displayed no increase in trends. This incident was previously reported under reference number: (B)(4). (Manufacturing report number 1219930-2015-00952). Product information was provided resulting in a change to the manufacturing site and associated registration ID. All information has now been captured in this record and (B)(4) has been voided.

Event description:
According to the reporter, following a laparoscopic bowel resection, the patient developed a ventral hernia. As a result, 11-12 months later, he began experiencing symptoms of nausea, vomiting, indigestion, severe abdominal pain, chest pain, a digging sensation and constipation. Additional information has been requested but not yet received. A supplemental will be submitted should additional information be provided.